Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. The lot number information needed to review device history records was unavailable as no product identification was provided. Manufacture date - unknown as no product identification was provided. Date implanted - (B)(6) of 1994, exact date unknown. Date explanted - unknown as no product identification was provided. The user facility was notified of the event on (B)(4), 2011. To date, a response has not been received from the user facility. In the event that the user facility submits a medwatch report, biomet will forward a copy to the FDA. This report filed (B)(4), 2011.

Event description:
Patient reported that total hip arthroplasty was performed in (B)(6) of 1994. Subsequently, a revision procedure was performed on (B)(6), 2011 due to severe poly wear. During the revision surgery, it was discovered that the femoral head necessary to complete the procedure was unavailable. The patient underwent an additional procedure to implant the appropriate femoral head the next day.